Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on all three channels. The noise could not be reproduced. Lead measurements were reported to be within normal limits. Electrogram strips were faxed to a guidant technical services (ts) consultant for review.